Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by vet that a cat underwent an ovariohysterectomy procedure on (B)(6) 2016 and suture was used. Following the procedure, on (B)(6) 2016, the suture broke.